Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of compression and detachment of the iol's posterior haptic with the injector plunger; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, during the implantation of an iol (intraocular lens) into the anterior chamber of the eye, there was a compression and detachment of the iol's posterior haptic with the injector plunger. Thanks to the availability of lens stock in the clinic, the lens was replaced with a similar one. Patient's condition was satisfactory. There was no patient harm. Additional information has been requested and received stating that the device had been disposed.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).